Event description:
Boston scientific received information the patient implanted with this right atrial (ra) lead and pacemaker presented to clinic due to dizziness. Device interrogation revealed high out of range ra pacing impedance measurements. Additionally, noise was observed in stored episodes and pacing threshold measurements had increased. The patient was brought back into clinic at a later date for further evaluation. The lead was programmed to unipolar with acceptable measurements observed. The lead will continue to be monitored with monthly follow-up appointments. A lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.